Event description:
It was reported that the health care professional (hcp) reported that during an x-ray examination, there was no implantable cardioverter defibrillator (ICD) on the patient. It is unknown if this device will return. No additional adverse patient effects were reported.